Event description:
During a filter retrieval procedure on a (B)(6) patient, the snares broke off of both devices (1820334-2014-00331 and 00332) during the same procedure. The snare of one or both devices is still inside the patient. It is not presently known if the patient will require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. It is not known how or if the procedure was completed.

Manufacturer narrative:
(B)(4). Event is still under investigation.